Event description:
When surgeon activated the battery powered maxtack tacker to expel a test tack onto the mayo stand, the tacker did not turn off. It continued expelling tack after tack until all 30 were expelled onto the mayo stand. It continued running. Meanwhile, the battery powered tacker motor is still running. Circulator had to removed batteries to get it to turn off. The batteries were extremely hot. The tacks were collected from the field, placed in plastic bag, and also put back in original packaging with tacker (a couple of tacks fell on floor and were not recovered). The malfunctioning tacker had no contact with the patient at any time.